Manufacturer narrative:
Additional information was received and section h6, medical device problem code, was changed to failure to deploy 'code 1158'. Additional information is pending and will be submitted within thirty days of receipt.

Manufacturer narrative:
Additional information was received and section h6, medical device problem code, was changed back to the original code reported "sealant misdeployed 'code 2906'". No information was be submitted as the complaint conclusion will not be updated.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was not properly deployed in the tissue. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the green shuttle was engaged to the black handle and the stop cock was open. The sealant sleeve, sealant, and the advancer tube remained in the manufacturing position. The shuttle tube was inspected for damages, and several kinks were observed. The procedural sheath and the syringe were not returned with the device. Per microscopic analysis, the grip tip of sealant was prematurely exposed, and the remainder of the sealant remained protected by the sealant sleeve. The shuttle tube was inspected for damages, and several kinks were observed. It is unknown if these kinks occurred during procedure or due to improper packaging for product analysis and if they had contributed to the reported incident. Per functional analysis, the shuttle tube was cut at one of the kinks near the shuttle handle. This released the advancer tube. The sealant was trapped tightly inside the shuttle tube, swollen, and exposed to blood. The sealant sleeve was hard to displace due to dried blood. The tamps locks were inspected for any damages, and none were observed. Per dimensional analysis, the distance between the proximal and distal tamp locks were measured and noted to be within specification. A product history review (phr) of lot f2013402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment- unable¿ was confirmed during analysis of the returned device. Secondary kinks were also found during product analysis. The exact cause of the reported event could not be conclusively determined. Handling factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed to remove the balloon catheter from the tray by holding the green/grey shuttle and pulling the device out from the protective tubing. If the device was grabbed by the catheter handle instead of the green shuttle when being removed from the packaging, the shuttle could be detached from the black handle exposing the sealant prematurely and causing obstruction. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was not properly deployed in the tissue. There was no reported patient injury. The device will be returned for evaluation. No other information was provided.